Event description:
It was reported that the cartridge was leaking from the "back of the cartridge". Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.